Manufacturer narrative:
Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). A livanova service representative was dispatched to the facility to investigate. He could reproduce the issue and replaced the complete mast pump to solve the problem. Subsequent functional testing and electrical safety tests were passed without further problems. The unit was returned to service. The defective pump along with the panel was returned to livanova USA for a visual inspection. The investigator had observed a physical damage to the exterior cable connector which was caused by the transportation for the return of the defective device. It was subsequently sent to livanova (B)(4) for a detailed investigation. Upon functional testing, the investigator could trace back the claimed deviations to an internal damage to the pcb: the internal can connection con2 of the hms board was damaged. Visual inspection had also confirmed physical damage to the exterior of the cable connector. Defective connector con2 of the hms board is deemed to be the root cause of the reported issue. The review of the DHR did not identify any non-conformity related to the issue.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The device has been requested for return to livanova (B)(4) for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the s5 mast roller pump did not properly read the flow during setup. The display showed dashes instead of numbers. The customer tried unplugging the pump connector from the panel and plugging it back in, but the issue persisted. Swapped out the pump and was able to proceed with the surgery. There was no patient involvement.